Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg). The physician assessed the ipg had rotated 90 degrees in the pocket. The patient underwent a revision procedure where the ipg was repositioned and did well postoperatively. Additional information was received that the patient had experienced bruising from the ipg pocket site through her right buttock, thigh and knee prior to the revision procedure.

Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg). The physician assessed the ipg had rotated 90 degrees in the pocket. The patient underwent a revision procedure where the ipg was repositioned and did well postoperatively.